Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan colombia alleging that her onetouch select simple meter read inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began one morning during (B)(6) 2015 (date/time not provided). The patient stated that she obtained a result of "90 mg/dl" using the subject meter compared to a result of "198 mg/dl" obtained from a calibrated lab device, both readings taken more than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages her diabetes with fixed-dose insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient denied having developed any symptoms. The patient stated that she received treatment of 14 units of detemir insulin and 8 units of novorapid insulin at e.r. On (B)(6) 2014 (time not provided). The patient stated that her blood glucose was tested using another device (date/time not provided); however the result obtained was unknown. At the time of troubleshooting, the csr noted that the patient was using an approved sample site and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there was no allegation of symptoms; however, the patient received hcp treatment of insulin for a lab device result of "198 mg/dl." The treatment and lab device result were both suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.